Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ driveline cover. Driveline cover / unknown/ model #: 1175 / expiration date: unknown. UDI #: (B)(4). Mfg date: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline of the ventricular assist device (vad) "fell out of the controller." The patient stated that they were opening the trunk of the car to load something and heard a loud alarm, when they looked down the driveline was disconnected. They were able to get the driveline reconnected without issue. The patient was brought into the clinic and the driveline locking mechanism was tested and attempted to be manipulated. The driveline was not able to be disconnected by pulling on any portion of the connector. It was then realized that the rubber driveline cover was on backwards, the narrow portion of the cover was pinching on the ridges of the driveline connection when in place which caused the inadvertent disconnection. A decision was made to disconnect the driveline, remove the existing cover, and replace it with a new cover in the correct orientation. The patient was laying down for the procedure, no issues during or after the procedure. The driveline and new cover remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and driveline cover from unknown surgical tool kit lot number were not returned for evaluation. The reported driveline disconnection was confirmed from the review of log files which revealed a vad disconnect alarm that was logged on (B)(6), 2018 at 04:30:18. The reported incorrect placement (backwards) of driveline cover cannot be confirmed due to lack of evidence provided by the site. The site suspected that the narrow portion of the cover that was pinching on the ridges of the driveline connection when in place caused the inadvertent disconnection of the driveline. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event may be attributed to physical disconnection of the driveline from the controller as a result of the reported incorrect placement of the driveline cover. Additional products: driveline cover / unknown h3: yes h6 FDA method code(s): 4114 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.